Manufacturer narrative:
Date sent: 10/26/2009. Device was not returned for evaluation.

Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the patient was not losing weight. A contrast study was performed and showed that the tubing had become completely disconnected from the port. The fluid was not entering the band just the abdomen. The patient was then scheduled for a procedure to reconnect the tubing in 2009. The surgeon went in laparoscopically and retrieved the tubing and reconnected it to the port. The patient is okay.